Manufacturer narrative:
Investigation results: a wallflex biliary stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was not deployed, and the outer sheath was detached at the proximal end of the guidewire access sleeve. Functional evaluation found the stent could be manually deployed. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations related to this event.

Event description:
It was reported to boston scientific corporation on february 21, 2017 that a wallflex biliary fully covered rmv stent was to be used during a catheterization of the main bile duct procedure performed on (B)(6) 2017. According to the complainant, the stent was used to treat a benign tumor in the lower common bile duct. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the catheter broke and the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was to be used during a catheterization of the main bile duct procedure performed on (B)(6) 2017. According to the complainant, the stent was used to treat a benign tumor in the lower common bile duct. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the catheter broke and the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.